Event description:
It was reported that the patient experienced a loss of stimulation sensation from their implantable neurostimulator (ins) 4 days ago. There was no known accident or incident related to the event. The patient observed 3 green lights on the programmer component and heard a single beep when trying to increase the stimulation. Even after increasing, they did not feel the stimulation. It was noted that the patient used the therapy 24 hours a day with it scheduled to run 50 minutes out of every hour. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2001. Product type: programmer, patient: product ID 3550-09, lot# l92936, implanted: (B)(6) 2001. Product type: accessory: product ID 3487a, lot# j0110747v, implanted: (B)(6) 2001. Product type: lead. (B)(4).